Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that the log review observed the reported alarms, along with 'insp valve test - error 6' on 03/14/2026. Technical support advised the customer to replace the inspiration block as a precaution to reduce the likelihood of recurrence. The claim will be closed as observed in the log recoverable error.

Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device displayed an "inspiration valve leaky- error 401" error message. There was no patient involvement related to the reported malfunction.